Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the user interface pcb assembly. After other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was due to the user interface pcb assembly, however further cause could not be determined.

Event description:
The customer contacted stryker to report that their device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.